Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer visited to emergency room and also reported that insulin pump had no delivery alarm. The customer¿s blood glucose was 217 mg/dl at the time of incident. Customer reported that event was resolved by changing complete set. The insulin pump will not be returned for analysis.